Event description:
During a surgical procedure using the bak/polar 13mm instrumentation and a bak/vista cage at l4/l5 the pts vena cava vein received a tear. Surgeon used radiographs to template but did not do it interoperatively. Surgeon elected to use a 24mm length vista cage using the polar approach. With the paddle/drill tube in place the surgeon reamed the location and tapped. After tapping, blood appeared in the surgical wound. Surgeon implanted cage. Pt was then flipped over, anterior approach, and a general surgeon was called in to repair the torn vena cava vein. Later that day the case rep called to report that the pt was stable and doing fine.